Event description:
It was reported that the user experienced charging issues with the ilet after leaving it on the charger overnight, with uncertainty about the green charging indicator; during troubleshooting, the device was placed on the charger, the green light was solid, and the battery icon showed active charging. Symptoms included no clinical symptoms. Outcomes included no medical intervention, no hospitalization, and restoration of charging function during the call. Investigation included remote troubleshooting and user education about proper charging and potential connection loss during the night. Investigation of this case revealed that the device appeared to function as designed when correctly seated on the charger, suggesting a likely temporary loss of charging connection prior to the call. It was concluded, based on previously established findings for similar reports, that user technique or environmental factors were the likely cause.